Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported patient faced 2 infusion set leak events on 28-may-2024 and 2-jun-2024. The infusion set was in use for less than 24 hours for both issues. The glucose level was 250 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 2.